Event description:
Customer request machine be checked out due to pt death. FDA received on 7/29/2005.

Manufacturer narrative:
Verified the following were within MFR's specification: conductivity, temperature, dialysate flow and uf accuracy during 30 min simulated run. Verified machine passed setup and t1 test. Verified that the machine is operating to MFR's specification. Gambro has found no evidence to suggest that it's device caused or contributed to this event. Gambro does not regard this submittal of this report as an admission of liability.